Manufacturer narrative:
The device was returned to olympus for inspection. The investigation findings did not lead to a clear conclusion for the event; therefore, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the light guide lens of the bronchovideoscope had a burn. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Updated fields: h6, h7, h9.

Event description:
No additional information received from customer.